Event description:
It was reported that the left ventricular (lv) lead had "moved" and was causing phrenic nerve stimulation. The lead was explanted. An attempt to place a new lv lead was unsuccessful as the lead could not be positioned due to the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 6947m55, implantable tachy lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.